Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and loss of capture. Reprogramming occurred. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.